Event description:
It was reported that, a patient had a revision tha due to a dissociation of uh-1 from a head and a stem loosening.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding disassociation involving a uhr bipolar 22x43mm was reported. The event was confirmed. Method & results: device evaluation and results: mar concluded: ¿no material or manufacturing defects were observed during this examination.¿ medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because no medical information was provided for medical review. Further information, such as operative reports, progress notes and medical records are needed to complete the investigation for determining root cause.

Event description:
It was reported that, a patient had a revision tha due to a dissociation of uh-1 from a head and a stem loosening.